Event description:
The customer reported that the display was frozen on the central station. In this status, there were no alarms transmitted to the central station. There were no visual or audible alarms generated by the central station to alert the nurses of the hang up.